Event description:
It was reported that the remote user interface joystick on the 9800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The controller board and the remote user interface assembly were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.